Manufacturer narrative:
Concomitant medical products: product ID: 9735773, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. Product ID: 9735787, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. The battery and ups were replaced. The returned battery was analyzed. No failures were found. The returned ups was analyzed. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was displaying battery service error. It was noted that there was an unexpected shutdown. It was noted that the previous self-test in a related event was at 0%. The uninterrupted power supply (ups) and battery were not swapped due to system holding charge while unplugged. They were shipped back unused previously. This was reported outside of a procedure. There was no reported impact to the patient. Additional information was received. It was reported that the issue occurred while the system was plugged in to a known functional outlet. The cause of the issue is suspected to be related to the battery or ups. The issue was resolved by replacing the battery and ups.